Event description:
It was reported that the rigid video scope had a flickering picture on the monitor during an unspecified procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. N addition, the following reportable malfunctions were identified during the device evaluation: stripes were present in the image, the fibre bonding in the distal end outer tube area was damaged, the outer tube thermistor was broken, and therefore error 104 occurred. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the video cable was broken, which caused stripes in the image and flickering accompanied by the detected image error. The most probable cause of the complaint was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.